Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to an infusion set bent cannula event and hyperglycemia. The insertion site was the abdomen. Infusion set was used for two days. Blood glucose level was above 356 mg/dl at the time of the event. Therefore, patient got treated with intravenous (IV) insulin drip. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6011512 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the malfunction soft cannula found bent upon removal from infusion site photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6011512 was manufactured according to the wi version 82 and packaging in the machine 12, on 04/feb/2025, with a total of (B)(4) units. Assembly: the lot 5a05114 was assembled according to the wi version 34 on-line inspection on 04-feb-2025, with a total of (B)(4) units each. The lot 5a05115 was assembled according to the wi version 27 on-line inspection on 04-feb-2025, with a total of (B)(4) units each. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11/jul/2025 against malfunction soft cannula found bent upon removal from infusion site and lot 6011512 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.